Manufacturer narrative:
Additional information: b5, d10, h3, f10/h6: device codes, h6. F10/h6: device codes: add 2541, 435 and 431. B5: during follow up, it was further reported that the patient connector of a minicap transfer set could not be separated from the titanium adapter. H10: the sample was received and evaluated. A visual inspection with the naked eye noted the female connector was separated from the main body. Leak testing and integrity testing were performed between an in-lab titanium adapter and the patient adapter/connector of the minicap transfer set with no evidence of leak or connection issue. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip was most likely dislodged during disconnection. There was solvent present on the top threads of the main body. The reported condition of separation between the female connector and main body was verified, however the reported condition of connection issue between the patient connector and the titanium adapter was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This event occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.